Manufacturer narrative:
(B)(4)

Event description:
It was reported that following exposure to multiple sources of electromagnetic interference, the pulse generator exhibited a diagnostics anomaly. Device reprogramming was performed and the device was restored.